Event description:
The complaint is reported as: the size 3 miller blade is stuck on the handle and cannot be removed. The alleged defect occurred after cleaning nad reprocessing. There was no report of pt harm or injury.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.